Event description:
The customer reported that the collimator is not functioning properly and the x-ray on light does not work during fluoro and the power cord is loose. No patient injury was reported.

Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The service representative replaced the system interface circuit board, the touch screen bezel, the cable pushers on the workstation, the power cord and the x-ray lamp. The wire on the high voltage cable was repaired. The system was tested and operates as intended.